Manufacturer narrative:
Return requested for small straight ratcheting handle. Medtronic investigation of returned suspect small straight ratcheting handle confirmed the end cap has broken free of the handle. The end cap was located and returned as well. Otherwise, the handle receives and releases instruments without issue and the ratcheting mechanism is functional. Physical damage failure - pieces broken. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, and while the surgeon was malleting the back of the long ratcheting handle, the end cap came off and fell out of the surgical field. Another handle was brought in to allow the procedure to continue. Delay in therapy was described as minimal - estimated at less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.